Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that unspecified pvl was present at implant. A ¿large¿ nodule of calcium that was pushing against the expanded valve. The patient reported still feeling short of breath with only minimal improvement of symptoms post procedure (implant) which decreased function again by the 1-month follow up. Per the physician, the device was not able to seal due to the patient¿s anatomy. Hospitalization was required for the valve replacement. The patient recovered and discharged home.

Event description:
It was reported that following the implant of a transcatheter bioprosthetic valve. Persistent paravalvular leak occurred. Severity was not reported. As result, approximately 42 days following the valve implant, the transcatheter valve was explanted and replaced with a surgical valve. As reported, the surgeon did not suggest a device fault.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012122860); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID d-evolutfx-34 (lot: 0011956739); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. One image from the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 95.2 millimeters (mm) with a perimeter derived diameter of 30.3 mm falling outside of the sizing matrix. The fluoroscopic images provided showed an implanted evolut at what appeared to be deep, approximately 8 mm on the non-coronary cusp in the cusp overlap view. Per medtronic best practices, the target depth of implantation is 3 mm. Recapture is recommended if depth is =1mm or >5mm. As stated in the indications for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with the following: native aortic annulus size 18 mm or >30 mm per the baseline diagnostic imaging or surgical bioprosthetic aortic annulus size 17 mm or >30 mm. Updated/corrected data: b5,h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that following the implant of the transcatheter valve moderate paravalvular leak (pvl) was identified. Of note, the native bicuspid valve was heavily calcified bicuspid valve and an acute calcium spur at the annulus. As result, the pvl was an expected outcome. The patient did not experience symptoms at the initial onset of the pvl. As reported, it was thought that the pvl may resolve over the following weeks. As reported, there were no options for addressing the pvl safely through any minimally invasive procedure due to the acute calcium burden at the annulus. A post dilatation would most likely have caused an annular rupture. As result, no treatment was provided initially. One week following the valve implant, dyspnea developed as result of the pvl. At the 1-month follow-up a transthoracic echocardiogram (tte) identified severe pvl which resulted in the transcatheter valve revision.